Event description:
Caller alleges imprecision with inratio. Results as follow: first test inr = 1.9. Second test inr = 2.1. Third test inr = 2.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070274. First test inr=1.9. Second test inr = 2.1. Third test inr = 2.3. Mean = 2.1; sd = 0.2; %cv = 9.5%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.